Event description:
Event reportable based on product analysis completed on (B)(6) 2009. It was reported that during an unspecified procedure, the express biliary ld stent delivery system became stuck in the sheath. The lesion characteristics and anatomical location are unk. It was reported that during advancement of the express biliary ld premounted stent, the system became stuck in an unspecified sheath. The device was removed without incident. The procedure outcome is unk. There were no pt complications or injuries reported. The pt's status was listed as 'unk'. Return product analysis revealed the stent was not on the delivery system.

Manufacturer narrative:
Returned product analysis revealed the device was returned with the stent not on the balloon, however, the stent was also returned. Visual and tactile examination found no damage to the shaft of the device. The balloon was folded but not wrapped around the shaft. There were traces of dried contrast media visible inside the balloon. Microscopic examination of the stent found no damage. The device was functionally tested and a restriction was noted inside the hub. A second attempt made to pass the device over a 0.035" guidewire proved successful. The most probable root cause is determined to be user related as the device was used in the iliac artery which is against the directions for use (dfu). (B)(4).